Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined as both configuration modes were evaluated and tested for proper operation. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that x-rays stay on after releasing the x-ray switch for approximately 20 seconds during a patient care case. This event resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.